Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed because reprocessing could not be conducted properly due to leakage. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. Technical evaluation was performed, and a whitish gelatinous foreign material was found inside the air/water tube and air/water cylinder due to insufficient cleaning. Additionally, the distal end insulation inspection failed, the distal end was shaved. There was a leak at the electrical connector guide pin, the electrical connector was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and air/water cylinder had foreign material. This report is being submitted for the event found during evaluation. There were no reports of patient or user harm associated with this event.